Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. Visual inspection of the device showed the product contaminated with blood. There was no visible damage to the blood and dialysate connector that could be related to the reported failure. After disinfection, a leak test of the blood side was performed and no leakage could be found. The reported condition of external blood leak was not verified. A leak test of the dialysate side was performed and a leak was found. The cause of the fluid leak was due to a crack in the welding seam. The cause of the crack in the welding seam could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a crack in the header area of a polyflux 140h during hemodialysis therapy. The volume of blood loss was described as "small". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.